Event description:
When using enseal device, it would work for a while and then it would stop working completely and on machine would say "press to continue". Writer had to continue to press "continue" 3 times before trying a new machine. After plugging into new machine the device ran out of lives, requiring the writer to open new enseal device. Rep made aware.